Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A healthcare provider reported to the contact that the customer's pump was not displaying the correct amount of insulin. No additional information was reported about the event or the customer. There was no reported impact to the customer's blood glucose level.